Event description:
Patient reported that on (B)(6) 2020, her air conditioner was broke and after 3 or 4 hours of use adhesive pad did not stay attached to the body and the v-go fell off. Patient reports that the v-go was on her abdomen and she was perspiring more than usual on this particular day. Patient discarded the device.